Event description:
It was reported that the pt expired. The cause of death was unk. No relationship of the pt's death to the device/therapy was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.